Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# : n186493004, implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 2011-01-10 , UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal saline via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported back in february or march 2021, the healthcare provider (hcp) could not aspirate from the catheter as part of a prophylactic check for granuloma. At some point, after that saline was put into the pump (rep believed pump replacement today was routine based on implant duration), however then she learned of the previous history not being able to aspirate from the catheter. It was noted the silicone on sc connector came off when trying to remove the connector and it was replaced with a section of an 8596sc. After it was connected, they were able to aspirate with no problem, so a catheter issue was suspected, but they did not try to aspirate today prior to disconnecting it. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2021-oct-27 indicated the rep initially found out on (B)(6) 2021 that a dye study was done many months ago (maybe (B)(6)). The rep found out they tried a dye study and could not aspirate, so they started him on saline and referred him to a surgeon to replace the pump and possibly the catheter too. It was further reported the office did not report this to medtronic or to any of our reps in (B)(6) when it happened. On (B)(6) 2021, the rep went for the pump replacement and the doctor replaced the pump segment of catheter and it aspirated perfect. The patient¿s weight was unknown. The issue seemed to be resolved on (B)(6) 2021. The hospital had to keep the device, as they do testing on it themselves.